Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximally to the suture tie impression of the lead. The cause of the reported events was isolated to the external insulation abrasion found on the lead.

Event description:
It was reported that during a follow up check, right ventricular (rv) lead exhibited oversensing noise, increased threshold, and r-wave amplitude variation. Lead fracture was suspected but not confirmed. The noise was reproduced with device manipulation. The lead was explanted and replaced. The patient is in stable condition.